Event description:
It was reported that the customer experienced a low glucose (bg) level of 20 mg/dl.suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed glucose tablets to address bg. Customer updated their pump settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.